Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification. No blank display was noted and the lcd board was okay. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
Customer reported receiving a low battery and stated that the insulin pump had a blank display. Customer stated that the reservoir compartment was damaged and the insulin pump had been dropped. Customer's most recent blood glucose reading was 150 mg/dl. No further information reported.